Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician experienced difficulty inserting the atrial lead into the header. Atrial noise was noted and it was determined there was too much air in the device header. Therefore, the lead was disconnected and reconnected and the device was implanted without further incident. No adverse patient effects were reported.